Event description:
A patient with metastatic pancreatic cancer to the liver and history of asymptomatic pe, who underwent therasphere treatment to the right lobe of their liver in 2001. Patient received 148 gy dose of therasphere via hepatic artery infusion that was uneventful and patient left hospital on the same day feeling well. Three days later, patient went to ER for nausea, vomiting, jaundice and side pain. Patient was found to be dehydrated with progression/recurrence of pulmonary emboli on high dose of lovenox. Patient was admitted for hydration, observation of hepatic enzymes and evaluation of refractory thrombosis to high dose anticoagulation. During two days of hospital stay patient received IV zofran for nausea/vomiting, was briefly placed on leuperidin and then back to lovenox. Le ultrasound was negative and patient was discharged to home. Patient is being followed closely to monitor any change in status.